Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection and erosion. The pacemaker was explanted and a temporary lead was connected through the patient's jugular veins tapped to the neck for temporary system. There were no additional adverse patient effects reported. The pacemaker is still in service.